Event description:
Mandatory medwtach received from the customer which states "pt admitted with acute hypoxemia with episodes of bradycardia. Condition critical. Had swan-ganz catheter inserted during cardiac cath. Ef=23%. Severe pulmonary congestion found to be non-cardiogenic. Rn obtained swan-ganz readings with wedge pressure. Immediately following the wedge, pt began to cough up large amounts of blood. Pt then went bradycardic, unresponsive and acls was begun unsuccessfully. Pt pronounced dead." Upon further query, the customer reported the following: "the nurse reported that the waveform seemed different somehow, but all of the landmarks were there. The wedge pressures were done every 4 hours and readings had been normal. The balloon was inflated with 1.5cc's and had passively deflated the entire 1.5cc's. The physician had stated that due to the pt's low ejection fraction, that possibly any amount of occlusion to the pt's pulmonary artery could cause hypoxia and bradycardia. The reporter states the balloon appears to be intact and does not visualize any tears or frays."